Manufacturer narrative:
(B)(4). It is indicated that the devices are not returning for evaluation; therefore, failure analyses of the complaint devices could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported as a general report on the performance and handling of the xience drug eluting stents (des) that after stent implantation, a protrusion of plaque material through the stent struts has been discovered. No treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. Estimated implant date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.